Manufacturer narrative:
Eval results - visual inspection of the returned product showed that there was a clear surgical residue on the lens, however, there was no visible damage noted.

Event description:
It was reported that the surgeon dropped the injector as he was attempting to insert the lens. The lens was not implanted but there was eye contact. The reporter stated the incident due to a user error.